Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The patient uses insulet omnipod5 in modified closed loop. According to the patient, on (B)(6) 2025 around 2:00 am, the patient¿s cgm was displaying 235 mg/dl. She felt sluggish, urinating frequently and started vomiting. The patient checked her blood glucose, and her glucometer displayed high with no values at all. The patient called 911 and was taken to the emergency room and arrived there around 2:30 am. Her blood glucose was checked, and bg was 800 mg/dl; cgm value is unknown. The patient was diagnosed with diabetic ketoacidosis and became comatose. She was taken to the intensive care unit and was treated with intravenous insulin. The patient was discharged from the hospital 3 days later. There was no documentation of further medical evaluation or intervention. At the time of the report the patient is still feeling unstable and developed a fear of going back to the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.